Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9676 angle reamer drive shaft was received for investigation. Visual evaluation it was found that a reamer is stuck within the angle reamer sleeve. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. Refer to investigation photos #1-2

Event description:
On 10/11/2022, it was reported by a sales representative via (B)(4) that a ar-9597-20 angled reamer sleeve cold welded with a ar-9676 drive shaft. This occurred on (B)(6) 2022 during a reverse total shoulder replacement when reaming on the patient with sclerotic bone. They were unable to separate the two pieces. The case was completed, with no patient effect reported. No additional information provided.